Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had error e226. The issue was found during an inspection for use procedure. There were no reports of patient involvement